Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 250 units of insulin. Additionally, cold insulin was being used in the cartridge. The customer reloaded the cartridge and received an accurate fill estimate. In addition, the customer's blood glucose (bg) level was 433 (mg/dl). A bolus via the pump was delivered to address bg level. During a system check with tandem technical support for the elevated bg level, air bubbles were observed in the patient line. The customer disconnected from the infusion set site, performed fill tubing to clear out the air bubbles. In addition, the contact stated a new cartridge would be loaded onto the pump and a new infusion site would be inserted.